Manufacturer narrative:
Reported events of failure to capture, impedance problem, and difficult or delayed positioning were not confirmed. The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure. Further analysis performed found no anomalies contributing to reported event of impedance or capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2023-40907. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that it was difficult to cross the tricuspid valve. Once fixated, it was noted that the lp exhibited no rise in impedance and loss of capture. The physician attempted to reposition the lp and noted the helix had stretched. The lp was removed and replaced. The new lp also exhibited an impedance issue and high capture threshold but was repositioned and implanted successfully. The patient was in stable condition.